Event description:
It was reported that a patient presented remotely with post-paced t-wave over-sensing and myopotentials over-sensing. No intervention was reported and the patient will continue to be monitored.